Event description:
Distal tip of the 6f mach I guide catheter was partially severed during the left renal stenting procedure. The guide catheter was advanced through a 6fr introducer sheath. A 6fr filter wire was then advanced through the guide catheter to the lesion in the left renal successfully. The lesion was observed to have calcification and 80% stenosis. An express sd stent was tracked to the target and successfully deployed. The stent delivery system was withdrawn. Upon removal of the guide catheter, the distal tip was observed to be 90% severed; however the entire guide catheter was successfully removed from the pt. No pt injuries or complications were reported. The pt's status was reported as 'fine'.